Event description:
It was reported that the physician, who is in training on use of the device, attempted right common femoral arteriotomy closure using the starclose vascular closure system after a diagnostic heart catheterization. The vessel locator button was improperly deployed. The device came out of the artery and vessel access was lost. Hemostasis was achieved with manual compression and chito-seal patch. There was no patient injury. No additional information is available.

Manufacturer narrative:
The returned device was partially deployed. The thumb was advanced to 3 mm proximal of the finish arrow. The locator wings were collapsed into the tube set. The safety release button and vessel locator buttons were both fully proximal and moved freely. The vessel locators opened and stayed open 10 of 10 attempts during testing of the vessel locator button. There was no damage detected that could give evidence to the experience of locator won't stay open. The root cause of the locators not staying open is undetermined. No malfunction was detected. Review of the history record for this device did not produce any findings relevant to this investigation.